Event description:
It was reported that, "in 2007, pt underwent a spinal surgery at medical center . During this surgery, the vertebrae in his neck were joined with a metal plate and screws mfg by company. Later, the pt began to suffer severe pain. As a result, he had a second surgery five months alter. After the surgery, he discovered that screws were deformed and the stryker hardware had failed."

Manufacturer narrative:
Add'l info has been requested and will be submitted as a supplemental report once the investigation is complete. Initial report included avs as spacer 6x14x16x4 deg, reflex hybrid 2 level acp sz 28mm, reflex hybrid 4x16mm variable angle self-drilling screw, fixed angle bone screw self-drilling 4x16mm, and fixed angle bone screw 4.5x16mm. It is unclear which product failed. Add'l MDR reports will be submitted if the investigation concludes other devices malfunctioned.